Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately high. The complaint was classified based on based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient stated that the alleged meter issue began at approximately 8.30 am on (B)(6) 2017. The patient stated that she manages her diabetes with insulin (unknown type; self-adjuster). The patient alleged obtaining an inaccurate high result of ¿195 mg/dl¿ compared to her feelings and/or normal readings. Lifescan does not consider this to be a valid comparison. In response to the alleged issue, the patient claimed she took a reading appropriate dose of insulin (unknown volume). Immediately afterwards the patient went for a brief walk to get breakfast. As she was arriving back, (approximately 15 minutes later) she developed symptoms of "bad vision, weak legs, confused." She began to nibble on food while she walked. The emergency medical services were called and her blood glucose was measured on their device approximately 15 minutes later with a reading of "32 mg/dl." She was treated by the ems personnel with glucose gel. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly and had not expired nor exceeded their discard date. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.